Event description:
The user facility reported a 68-year-old male patient was on impella rp flex support due to heart failure with reduced ejection fraction. While on support, low pump flows were noted and the pump was explanted. Upon explant, a clot was noted in the outflow.

Manufacturer narrative:
The impella device has not been returned for evaluation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella rp flex pump was not returned for investigation. Clinical details confirmed a clot was observed in the outlet when the pump was removed. Data logs were reviewed finding that a motor current spike occurred after the case was initiated and a drop in flows was observed compare to p-levels. Therefore, the cause of the low pump flow issue most likely was the biomaterial ingested. The instructions for use provides suggestions on how to prevent thrombus formation. It states "¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ h6-clinical code 4440.